Event description:
Complainant alleged that during biomed testing the device's internal handles discharge intermittently. Complainant indicated that there was no pt involvement in the reported malfunction.